Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the issue occurred she developed a symptom of issues with vision however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time the meter had been used and when the customer was educated on the correct testing procedure the issue was resolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.